Event description:
It was reported that the atrial lead dislodged during an unrelated procedure for a valve placement. The atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgment. A complete lead was returned in one piece. Visual inspection of the lead found the helix extended, clogged with blood/tissue and bent consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix.